Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient felt sore and took a tylenol. They did not know how to work with their controller. Additional information was received six days later. The patient was not tracking due to their doctor wanting them to try to void, and if they were not able to, to try back in 10 minutes to try to train their bladder. The patient woke up completely drenched and felt like they may need to catheterize if the evaluation did not work. Additional information was received on 2017-oct-13. The patient was still doing the same and experienced a soreness around the vaginal area; they put some vaseline on and thought about taking medication. The patient woke up twice last night and was drenched. It was noted their doctor gave them medication for their infection. Additional information was received one day later. The pain in the vagina went away yesterday when the patient brought stimulation down. The patient raised it this morning and felt is strongly but not as painful; the patient changed to program 3 and felt comfortable at 3.3. Additional information was received on 2017-oct-16. The patient was still having pain with stimulation but it goes away after a little while. No further complications were reported/anticipated.